Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging possible insulin pump under delivery. Customer¿s blood glucose was 317 and 277 mg/dl. The customer treated high blood glucose with insulin pump by 10.6 units, 4.4 units of insulin. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer states reason for alleging insulin pump was customer stating when the insulin pump gets down to 100 to 110 units of insulin. The insulin pump will be returned for analysis.